Event description:
It was reported that the health care professional (hcp) called with concerns about loss of capture (loc) on this right atrial (ra) lead. The hcp requested technical services (ts) to review the presenting electrogram (egm). Ts reviewed the egm, however, was unable to determine capture on the ra lead. Ts recommended the hcp to schedule in clinic visit for further lead testing. At this time, the ra lead remains in service. No adverse patient effects were reported.